Event description:
One month following the onset of angina complaints and 8 months following the implant of (2) cypher stents, repeat coronary angiography is performed. Restenosis is observed inside the implanted cyphers (in the middle of them). This is treated with balloon angioplasty. An apolo 3.0 x 15mm balloon is inflated at 8 atms for 1 minute successfully reducing the stenosis from 72% to 0%. The pt was discharged from the hosp 10 days later. There is no indication of any complications.